Manufacturer narrative:
Evaluation summary: the sterilization process for zimmer devices was validated in accordance with FDA regulations and iso standards to a sterility assurance level (sal) of 1.0 x 10 ^ (-6) or better. Zimmer devices are processed according to the validated sterilization process parameters and are ensured to meet all the acceptance criteria for sterility release. Therefore, it is highly unlikely that the specified device caused or contributed to any patient infection. No product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It reported that the patient was revised due to infection.